Manufacturer narrative:
Results of investigation: it was reported that, after a left total knee arthroplasty (tka) had been performed on (B)(6) 2019 due to gonarthrosis, the patient experienced a tc-plus tibial component fracture. This adverse event was treated by performing a revision surgery on (B)(6) 2023. Patient's current health status was indicated to be good. The complaint samples were returned for further investigation. Upon visual inspection, the reported failure could be confirmed and the tibial component part is fractured and additionally, the tibial insert is cracked. As the tibial insert is cracked and might have contributed to the reported failure, the below mentioned investigations have been performed on the tibial base plate as well as on the tibial insert. A review of the production documentations did not show any deviations that could have contributed to the reported failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentations have been conducted. The occurences and severities are in line with the corresponding risk files. The complaint history reviews were performed. The occurrences of the reported failure mode is anticipated with a low risk level as per risk management. A clinical evaluation was performed and the preoperative surgical alignment plan and the surgery report were reviewed. The review of the preoperative surgical alignment plan did not provide any insight into the reported event as it precedes the implantation of the device. Upon review of the surgery report, no clinical factors could be found which would have contributed to the reported event. The patient impact beyond the reported event has already been reported and could not further be determined. Based on the provided clinical and medical information, no further evaluation on clinical and medical site can be rendered at this time. A material analysis has been performed on the tibial base plate. Upon investigation, a indentation was found covering both sides of the tibial component. The indentation was likely present prior to crack initiation and/or may have led to the reported implant failure. No further material defects could be found. The composition of the material corresponds to the expected composition of the material which the tibial base plate is made off. Based on the performed investigation, the reported failure could be confirmed and the tibial component is fractured. An indentation, prior to crack inititation, was found on the tibial component which might have led to the component failure. It is assumed that the tibial base plate was fractured first and over time the tibial insert has been cracked due to the sharp fracture edge of the broken tibial component. As the tibial insert is showing a lower density than the tibial component and if a particle between those two interfaces should have caused the indentation, the particle would have been pushed into the insert rather than being pressed into the tibial base plate. That is why it is assumed that the indentation was prior the assembly of the tibial insert and tibial component. Hence, it is very unlikely that the insert caused the fracture on the tibial base plate. With analysis of the production documentation of the tibial insert, the latter should be excluded as the reason for the failure. The performed investigation do not lead to an accurately origin of this indentation. It is assumed, that the indentation originates from the assembly of the tibial insert with the tibial base plate during the above mentioned surgery. This investigation is considered as closed. No further actions are deemed necessary at this stage. Smith + nephew will continue to monitor this device for similar issues. The returned complaint samples will be retained but remains in possession of the patient.

Event description:
It was reported that, after a left tka had been performed on (B)(6) 2019 due to gonarthrosis, the patient experienced a tc-plus tibial component fracture. This adverse event was treated by performing a revision surgery on (B)(6) 2023. Patient's current health status was indicated to be good.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after a left tka had been performed on (B)(6) 2019, a potential tc-plus tibia fracture has been reported. Further details related to the nature of this complication are yet to be gathered, as it is not confirmed whether this event involves a hardware failure or a periprosthetic fracture. A revision surgery is scheduled for (B)(6) 2023 at rummelsberg hospital.